Event description:
Report received from the USA stating that the device had experienced intermittent operation. The device was not being used during surgery. It is unknown if there was any injury or medical intervention that occurred. The date of the event is unknown. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing evaluation. Once the investigation has been completed or if additional information is received, a supplemental report will be sent. (B)(4).